Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed site and resumed insulin delivery. Customer's blood glucose was 400 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed site and resumed insulin delivery. Customer's blood glucose was 400 mg/dl. Customer ultimately reverted to manual insulin therapy.

Manufacturer narrative:
B5.